Manufacturer narrative:
Information available detailed ¿the bottle 7 that was changed and programmed as 100% alcohol yesterday was checked and it was measured to be approximately 75% alcohol...upon speaking with the customer, this was user error causing [sic] by incorrect reagent being placed in bottle7. Bottle 7 was used in all affected runs¿. Bottle 7 (ethanol) contained 75% ethanol, which is not appropriate for use in the final dehydrating step of a protocol. As detailed in section 8.1 of the leica peloris/peloris ii user manual, ethanol with a minimum concentration of 98% is required for use in the final dehydrating step of a protocol. The consequences of using ethanol at a lower concentration for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. The root cause for the sub-optimal tissue processing was the use of an incorrect reagent below the minimum ethanol concentration of 98% required for use in the final dehydrating step of a protocol.

Event description:
On 01 may 2025, leica biosystems received the following: ¿per customer there was an event today that appears to be linked to a user issue. I checked the event log on the instrument and there were no error codes. At embedding tissue was floating in the mould while trying to push it down. When the reagents were checked the toluene in bottle 11 was milky and opaque (appearing to be contaminated with water). The bottle 7 that was changed and programmed as 100% alcohol yesterday was checked and it was measured to be approximately 75% alcohol. The instrument had two full retorts (3 non spiral racks in each retort). We are reprocessing the racks and will determine if there is patient impact in the next few days.¿ the following additional information was provided: ¿upon speaking with the customer, this was user error causing by incorrect reagent being placed in bottle7. Bottle 7 was used in all affected runs¿. On 29 may 2025, leica biosystems melbourne received information from the leica histology technical specialist ¿ canada that ¿all cases have been sent to pathologist and after nearly 3 weeks lab have not received any negative comment from them. Lab feels all cases most likely have been reported¿. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.